Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 02-mar-2026. The unit came for system hot, fan up and hitting accumulator probably due to dropped unit/high impact and that caused system heat. Reseat the fan fixed the issue. Contaminated zeolite which caused by zeolite absorbed too much moisture. External o2 purity level was low 84% due to contaminated zeolite. Muffler and feed port assembly filled with dust and became blocked. Lower housing torn mount due to compressor vibration.

Event description:
It was reported that the patient's system was overheating and stopped working resulting in no output of oxygen. As a result, emergency services had to be called and the patient was taken to the ER. They were provided supplemental oxygen and sent home. A replacement unit was sent to them and it is working for them.